Event description:
It was reported that this patient developed a methicillan-resistant staph aureus skin flap infection 2 weeks after cochlear implant surgery. Her surgeon performed a skin flap revision surgery to clear the infection and administered IV antibiotics. The patient was hospitalized for several weeks until mid october 2006. At the time of release, the infection site was no longer draining. She was sent home with a pic line. Her device will not be activated for 6 to 12 weeks following completion of the antibiotics. It was also reported that the entire family suffers from a genetic condition that predisposes them to infections.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.